Event description:
Ethicon endoscopic 5mm clip applier was used during a laparoscopic cholecystectomy. When surgeon attempted to discharge a clip, a duct leading to the gallbladder was severed by the clip, which was then repaired. Risk management called the surgeon. Conversation as follows:called or to speak with doctor regarding his thoughts on this matter. First thing she said, "no danger to the patient". "Can't say why it happened, duct was friable. I had two clips in. I like to use three, and on the 3rd it cut. In the past, this never happened, has been within the last year. Doesn't happen every time, is becoming more frequent. Just this am, an applier was working fine then started "crossing legs and twisting - did not cut through".